Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their blood glucose was in the 500 mg/dl range. The customer treated by adjusting their device settings and resuming insulin pump therapy. Troubleshooting was declined for the high blood glucose. Blood at site for her sensor. The insulin pump was not returned for analysis.